Event description:
Patient's dialysis machine was not reading arterial pressures correctly. It was reading arterial pressure as 0. Nursing staff attempted to complete diaphragm neutral position twice but had no improvement. After doing so the machine ended up having a positive arterial pressure of 40. Rinseback was given and patient's treatment was resumed on a different machine. Work order was placed. Patient became dizzy and diaphoretic from the machine starting and stopping multiple times. Additional rinseback was given until symptoms resolved.